Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2015 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2010. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from office visit on (B)(6) 2010 was within normal limits. It is unknown when the programming anomaly occurred that caused the device settings to change. No patient adverse events were reported.